Event description:
It was reported that during a superficial femoral artery (sfa) angioplasty, guide wire damage occurred. The lesion was located in the severely torturous right sfa. The percent of the lesion stenosis and degree of calcification is unk. Access was obtained via the right groin and another MFR's 5fr introducer sheath was placed. The 0.035 150 cm starter j-tip guide wire was placed and another MFR's 5fr flush angio guide catheter was advanced without resistance to the aorta. The guide wire was removed from the guide catheter and the initial angiogram was performed. Upon attempting to re-insert the guide wire, it was noted that the guide wire had unraveled. The guide wire was replaced with another, unspecified guide wire and the procedure was completed. No pt injuries or complications were reported. The pt's status is reported as "ok".

Manufacturer narrative:
.